Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This (B)(4) is related to (B)(4) which reports regarding the revision surgery. This pc reports that implant penetration occurred during the primary surgery. It was reported that on (B)(6) 2022, the patient underwent the total knee arthroplasty with the attune for the osteoarthritis of the hip joint. This medical case is severely destructed, rapidly destructive coxarthropathy, and valgus 150 degrees. Therefore, the surgeon approached from the lateral side during the surgery. The surgeon adopted a lateral approach for the first time. The surgeon had difficulty in inverting the patella and could not fully expand medially, so the implants were placed on the lateral side of the tibial component. Although the surgeon used a stem extension, it was placed on the lateral side of the tibial component. Therefore, the stem extension penetrated the lateral cortex at the distal tibia. The penetration was confirmed by x rays. The cement fixation has been performed. The surgery was completed within 30 minutes delay. On the same date, a revision surgery was performed due to implant penetration. The patient has hepatitis c. Therefore, the all the contaminated implants were discarded at the hospital. No further information is available. Doi: (B)(6) 2022, dor: (B)(6) 2022, unk knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Please confirm whether the 2nd stem attune cemented stem 14x30mm is from the femur side (and if so, was the femur also revised?), or if it was reported as an error? --> the two stems were used in the primary and revision surgery, respectively. It is unknown that which one was used in which surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.